Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4574 implantable pacing lead (B)(6) 2009; 6944 implantable tachy lead (B)(6) 2009.(B)(4).

Event description:
It was reported that the left ventricular lead was attempted but not implanted due to high threshold and diaphragmatic stimulation. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.